Manufacturer narrative:
Eval: method - complaint history review. Results - one other complaint was identified for this catalog number, from (B)(4) 2010 to (B)(4) 2011. Conclusions - the lot number reported was manufactured prior to corrective actions documented in CAPA (B)(4).

Event description:
The event is reported as: the handle does not go back to the original position during use. The reported mal-function caused a delay in surgery time. No patient injury reported.